Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the manual activation of the device does not work was confirmed. It was found that there was a short circuit in the motor cable. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The short circuited motor cable would have caused the device to not function as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that prior to an unknown surgery on an unknown date, the micro tornado hp w handcontrol device the manual activation on the device did not work. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.